Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit will not work on battery power. The battery is also not charging. The customer reported there was no patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR# 2031642-2015-00619 was submitted.

Event description:
The customer reported that the unit will not work on battery power. The battery is also not charging. The customer reported there was no patient involvement.